Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.